Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to medwatch as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported a customer had their adc freestyle libre "sensors falling off after 1 day, even thought pt is applying to clean dry skin, using alcohol on skin per recommendations and also applying to hairless-area." There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.